Event description:
Boston scientific received information that this patient pacer dependent patient with atrial fibrillation was syncopal. Threshold and impedance measurements were normal, but sensing had decreased and r-waves were varying in size. Daily measurements looked fine. Technical services noted that since this is a new implant, there could be lead movement or loss of capture based on the patient's symptoms. The patient's son was present during his syncopal episode and noted the patient had a pulse the 15 minutes he was passed out.

Manufacturer narrative:
All evidence indicates the products remain in service. Should additional information become available, this report would be updated.